Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a surgical intervention procedure done on the right atrial lead that was confirmed to be fractured. This lead was capped and a new lead was implanted. No further adverse effects were reported. No additional information is available on this event.